Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. (B)(4).

Event description:
The customer reported while using the avea ventilator, safety valve alarm was present and remained persistent. This issue occurred after unit passes pre-use check. The customer reported no patient involvement as it was still during pre-use.

Manufacturer narrative:
Results of investigation: the carefusion field service evaluated the reported problem was not duplicated. The unit is working as per manufacturer specifications. No parts were replaced and no further investigation is expected.